Event description:
Initial glucose result of 109 mg/dl. Same sample repeated recovered 302 mg/dl. Sample run as internal quality control and not reported as a pt result. The field service representative performed performance check tests which were within specification.